Manufacturer narrative:
Batch review performed on 10 november 2025. Lot 2005775: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 23-aug-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. Patella bone was also resurfaced as it was not resurfaced at the primary surgery. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in due to knee pain. The surgeon observed patella maltracking issues and laxity. About 2 years and 4 months after the primary surgery, the surgeon upsized the insert (from 14mm to 17mm) and resurfaced the patient & size 39s natural patella. The surgery was completed successfully.